Event description:
Report received from the USA stating that the device does not function. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was confirmed. During the pre-repair diagnostic assessment it was found that the hand control of the device did not function. If additional info is received, a supplemental report will be sent. (B)(4).